Event description:
It was reported that, during a procedure, the fiber was unpacked and connected, and was identified to be fractured at the connector. The fiber was replaced. Patient and procedure outcome are unknown.

Event description:
It was reported that, during a procedure, the fiber was unpacked and connected, and was identified to be fractured at the connector. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.